Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor, battery tube and vibrator assembly. The pump had cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 74 mg/dl at the time of incident. The customer stated that he fell off a boat with the pump on and the display went blank immediately. The customer had been using lantus to treat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.